Manufacturer narrative:
(B)(4). Approximate age of device ¿ 43 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2015 an echocardiogram had showed that the aortic valve, which was surgically closed during implant for aortic insufficiency, was partially open and that there was a visible opacity that could not be definitively defined. There was concern for a clot versus aortic vegetation. Blood cultures were negative. The patient was treated with antibiotics for culture-negative endocarditis and was discharged on home antibiotic on an unspecified date. The patient was re-hospitalized on (B)(6) 2016 due to unspecified complications related to the antibiotic treatment for endocarditis and aortic vegetation. During hospitalization, there were concerns for hemolysis and thrombosis. Laboratory values were not provided; however, it was reported that intermittent elevations in pump power were noted. Anticoagulants at the time were aspirin and warfarin. The patient was stable and was discharged on (B)(6) 2016. During a vad clinic visit on (B)(6) 2016 it was reported that the patient's plasma free hemoglobin level was within normal limits, but lactate dehydrogenase levels were almost 4 times the upper limit of normal. The patient had no clinical signs of hemolysis; the urine was clear, and the hemoglobin, hematocrit total bilirubin and creatinine levels were stable. No pump power elevations were observed during the clinic visit. No additional information was provided.

Manufacturer narrative:
A log file submitted by the customer that was dated (B)(6) 2016 (after the event) contained approximately 17 days of data. Intermittent power elevations between 8-10 watts were recorded throughout the log file. Although a specific cause for these recorded intermittent events could not be conclusively determined, power elevations may indicate the presence of a thrombus in the device. The pump remains in use supporting the patient and no further related events have been reported. Based on the information available, a correlation between the device and the reported thrombus and hemolysis could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.